Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that when they turned on the thermogard xp ivtm system (sn (B)(6) for set up, the display head gave them an tcmid: 09 (ce temp error) error message. No patient involvement.